Manufacturer narrative:
The reported sensing, resistance, and threshold anomalies were confirmed in the laboratory and were due to a damaged transistor.

Event description:
It was reported that during a follow up high, out of range pacing lead impedance was observed. High capture threshold and low sensing were also observed. The device was explanted and replaced.

Event description:
New information notes the patient condition after the procedure was normal. No consequences were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.